Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. A baxter technical service representative (tsr) explained the alarm to the home patient (hp) and assisted the hp to cycle the power on the hc to clear the alarm. A system error 2367 (fail safe shutdown) occurred. The tsr explained this alarm as well. The tsr advised the hp to start over with all new supplies and explained why. The hp understood. The hp said that at some point during his therapy he got up to use the bathroom and ended up stepping on the clamp to the patient line which caused the connection between the transfer set and the patient line to become loose but did not fully disconnect. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. This complaint is for a report of a use error during a system error 2240, where the home stated during his therapy he stepped on the clamp to the patient line, causing the connection between the transfer set and the patient line to become loose but did not fully disconnect. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.